Event description:
It was reported that the physician was attempting to treat a patient hospitalized for angor pectoris using a 2.50mm diameter x 14mm length endeavor resolute (rx) drug eluting stent. Angiograph result showed 80% stenosis in the middle and distal of lcx, rca was closed. The lesion was pre-dilated by sprinter, but the stent could not pass the target lesion. Resistance noted when trying to advance the device towards the lesion. The doctor pre-dilated the lesion again and changed the guiding catheter, the stent also could not pass target lesion. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the stent was positioned correctly on the balloon between the inner shaft markers . The hypotube was kinked along the shaft at 26.5cm and 65.5cm distal to the strain relief. There was damage along the middle of the stent, on the 7th segment from the distal, there was half the segment deformed with the struts facing outwards . Part of the struts of the 7th segment from the distal section was also overlapping the 6th segment. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (80% stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Conclusion results: device failure related to patient condition (80% stenosis). Known inherent risk of a procedure (stent deformation). (B)(4).